Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoid colon anastomosis operation, after completing cutting off, the head of the stapler did not disconnect with the stapler body. They performed rerunning anal fistulas operation to make up.